Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a volume discrepancy where the expected residual volume (erv) was 6.9ml and the actual residual volume (arv) was 0ml during a refill. It was reported there was hospitalization due to underdose symptoms. The patient status was noted as alive with no injury. The pump was used to deliver morphine and bupivacaine. Additional information reported the patient was filled and would be checked at the next filling appointment. It was stated the patient had the full underdose symptoms like sweating, vomiting, diarrhea, disturbance and pain. It was stated the patient was receiving effective therapy after the refill.

Manufacturer narrative:
Analysis of the pump (s/n: (B)(4)) found overinfusion with an undetermined root cause.